Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received negative results with visual evidence of leukocytes for 3 patient urine samples. Sample 1, urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed 30 to 50 wbc per hpf. Sample 2, urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed 15 to 25 wbc per hpf. On (B)(6) 2010: sample 3, urine sample resulted negative for leukocytes. Microscopic examination of the same sample showed > 100 wbc per hpf. No reagent/strip lot numbers were provided. No erroneous results were reported and no patients adversely affected. The field service representative determined the cause was misadjusted brightness settings and adjusted the brightness setting. He performed calibrations without error. To verify analyzer performance controls were run and were acceptable.